Manufacturer narrative:
It was reported that the patient underwent an eye lid margin surgical procedure between (B)(6) 2015 and suture was used for interrupted suturing of lid margin with multiple knots technique. On 7th day post-op, the patient presented tissue reaction at the eyelid border and re-operation was necessary. It was also reported that no cultures were performed as there were no indications and there was no evidence of purulent wounds. During the second procedure, the suture appeared intact and no dehiscence or breakage was found. The surgeon opined that the re-operation was difficult to re-suture and the tissue was not black/necrotic, but dissolves by itself around the thread. Conclusion code: representative samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements. The actual device batch number associated with this event is not known. The international affiliate reports the following two possible batch numbers: batch # jb5dgqn, batch # jg5dggn; MFR. Date: 06/26/2015; exp. Date: 11/30/2020.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient experienced a reaction to the suture at the eyelid border. It was also reported that the suture absorbed within 7-10 days. A re-operation was performed. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/7/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. (B)(4).